Manufacturer narrative:
(B)(4). Date sent: 2/18/2026. D4 batch #: x7047n. Investigation summary . The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined that the distal tip of the blade was broken off, with the remaining blade portion scratched and showing evidence of contact with metal in or out of the operative field. The device was also returned with the tissue pad melted and 100% present. During functional testing on energy systems, an alert screen was displayed, which is a probable result of blade damage. Disassembly of the device verified the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens like "remove instrument from patient," "blade error detected," or "relaxed pressure on blade," followed by a "replace instrument" screen later in the procedure. Continued usage of a damaged blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them, or prolonged usage of advanced hemostasis mode. To avoid tissue pad damage, keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch x7047n, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure there was a replace the instrument message so had to change the device. No patient involvement.